Event description:
A customer reported an issue with the insulin cartridge, mentioning difficulty in seeing how much insulin was left. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.